Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was suffering from low blood glucose due to being ill; the customer had been sick with a sinus infection for one week. The customer passed away in at home, on (B)(6) 2015. The cause of death was hypertensive cardiovascular disease. The caller stated that the customer had just started on a new medication, so the spouse is unsure whether the medication played a role in the customer's passing. The customer had kidney trouble. The customer was not wearing the insulin pump at the time of death; it had been disconnected approximately 24 hours prior to death, because of low blood glucose due to the illness. The caller did not know the customer's blood glucose at the time of death. The caller could not locate the customer's meter in order to retrieve the last recorded blood glucose value. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratches on display window and cracked reservoir tube lip. The insulin pump did not have a battery installed when received. Data analysis: (B)(6) 2015 daily insulin total = 25.775u, (B)(6) 2015 daily insulin total = 25.775u, (B)(6) 2015 daily insulin total = 45.775u, (B)(6) 2015 daily insulin total = 25.775u, (B)(6) 2015 daily insulin total = 25.775u, (B)(6) 2015 daily insulin total = 25.775u and (B)(6) 2015 daily insulin total = 25.775u.